Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding, right heart failure, infection, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. This document outlines indications of right heart failure as well as possible treatments. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's infection was considered resolved without sequelae on (B)(6) 2021. Their respiratory failure and right heart failure were considered ongoing at the time of the patient's completion/withdrawal of the study.

Event description:
Additional information: on (B)(6)2021 the patient was still admitted and was given milrinone for right ventricular support. At that point he was 14 days into inotrope support post implant. A right heart catheterization (rhc) showed biventricular systolic heart failure and elevated left and right filling pressures. An echocardiogram showed a normal sized right ventricle with severely reduced function. Aggressive diuresis was started and a slow milrinone wean was tolerated. The patient was considered to be in an ongoing/stable condition. On (B)(6)2021 IV vancomycin was started for possible sepsis. Blood cultures were negative but urine cultures showed klebsiella. The patient was still considered to be ongoing/stable. On (B)(6)2021 the patient was emergently intubated after becoming acutely hypoxic despite bilevel positive airway pressure (bipap) support. Maximal ventilator settings stabilized the patient. A chest x-ray showed significant airspace disease and the patients fio2 was weaned from 100% to 60%. The patient was extubated on (B)(6)2021 and was on bipap, but were reintubated on (B)(6)2021. Airspace disease was still seen and the patient was still considered to be in ongoing/stable condition.

Manufacturer narrative:
The manufacturer's investigation was re-opened to address the additional information. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding and was transfused 1 unit of packed red blood cells (prbcs) for anemia. The patient was still an inpatient for the initial implant hospitalization at the time of the event.